Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had stopped, and could not be started again. No further information was provided. The status of the programmer is not known. No patient complications have been reported as a result of this event.